Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: blocked needles - end user not able to eject or inject.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-dec-2022. H6: investigation summary: it was reported the needles would not inject. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample did not expel the solution; the needle is clogged. A device history record review was completed for provided material number 305916, needle manufacturer lot numbers 1278948, 1278956, 1313553, 1278955, 1280175 and 1313555. There was documentation for this type of defect during the production run of the batch number 1313555. A quality notification was issued for clogged needles due to silicone. It could be possible the customer received some escapes from the incident that occurred while producing this lot. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: blocked needles - end user not able to eject or inject.